Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. The plate fracture occurred through the screw holes, which serves as the weakest point of the plate. The fracture surfaces were analyzed under a scanning electron microscope (sem), which indicated that the plate fractured due to bending overload; the fracture was not indicative of a fatigue failure. The exact cause of the plate failure could not be determined as there were no reports of any sort of trauma. However, the patient was reportedly a heavy smoker, and therefore, bone quality may have contributed to the pseudarthrosis and plate failure. An energy-dispersive x-ray spectroscopy (eds) analysis was also performed, which showed that the plate was made from the correct material. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery was to take place in which a broken plate would be removed. The patient reportedly had a broken plate approximately 2 months post-op. Revision surgery took place (B)(6) 2016.